Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that patient faced bent cannula event on (B)(6) 2026 which led to high blood glucose event with unspecified values. The infusion set was in use for 1-2 hours. The patient was treated with insulin pen. No further information available.